Event description:
The set screw backed out of an implanted align radial head, requiring revision surgery.

Manufacturer narrative:
The instructions for use for the align radial head system includes the following warnings: "radial head prosthesis cannot be expected to withstand the activity levels and loads of normal healthy bone and joint tissue. Failure of the component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union or excessive loads (estimated body weight equivalent of 350 lbs or greater)." "The patient must be cautioned, preferably in writing, about the use, limitations and possible adverse effects of this device including the possibility of device or treatment failure as a result of loose fixation and/or loosening, stress, excessive activity, or weight bearing or load bearing, and the possibility of nerve or soft tissue damage related to either surgical trauma or the presence of the device." In the years following initial implantation, the patient engaged in 'hardcore' activity. Compounded by the patient's potential obesity, the radial head construct was likely stressed, causing the set screw affixing the radial head to the radial stem to back out.